Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during the first hour and half of treatment a blood leak occurred. The leak was visually observed in the arterial hansen line. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 233cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. The sample is available for the manufacturer's evaluation.